Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead has an apparent pace/sense fracture. The pace/sense portion was capped and the high voltage coil of the lead is still in use. No patient complications have been reported as a result of this event.